Manufacturer narrative:
H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: cardiac arrest/peri-procedural adverse event: the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Section d catalog number was corrected.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted into the right femoral artery in a 69-year-old male patient presenting in an out-of-hospital cardiac arrest with cardiopulmonary resuscitation (CPR), in acute myocardial infarction (ami) and cardiogenic shock (cgs), scai stage e shock, and was on multiple inotropes and vasopressors, and on a ventilator for respiratory support prior to initiation of support. The impella was inserted for ventricular support post-high-risk percutaneous coronary intervention (pci). During the procedure, the patient remained in ventricular fibrillation (vf)/ cardiac arrest. When the impella was placed, there was a brief resolution of the vf arrest, so the physician continued with the pci. Shortly after, the patient went into cardiac arrest again, with no return of spontaneous circulation (rosc), despite all resuscitation efforts. The patient expired on support. The impella will be conservatively reported for death; however, the device is unlikely to have contributed to the patient's death, which was most likely due to the patient's underlying critical clinical condition.